Manufacturer narrative:
(B)(4)

Event description:
It was reported that shaft break occurred. The 70% stenosed target lesion was located in the non excessively tortuous posterior left ventricular (plv) branch. Following the advancement of a non-bsc guide wire, guide catheter, and guide extension catheter, a 2.75x20 promus premier stent was implanted to the target lesion. Subsequently, a 12mm x 3.00mm was advanced for post-dilatation. However, the middle shaft of the balloon snapped while in the guide catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with a stopcock and a guidezilla guide extension catheter. The balloon was tightly folded, with blood and contrast inside and outside of the device. Microscopic and tactile inspection revealed a separation in the shaft 69.5cm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 70% stenosed target lesion was located in the non excessively tortuous posterior left ventricular (plv) branch. Following the advancement of a non-bsc guide wire, guide catheter, and guide extension catheter, a 2.75x20 promus premier stent was implanted to the target lesion. Subsequently, a 12mm x 3.00mm was advanced for post-dilatation. However, the middle shaft of the balloon snapped while in the guide catheter. No patient complications were reported.